Event description:
A surgery was being performed and about three forths completed there was a brownish fluid on the floor. It was determined the fluid was coming from the stryker irrigator's battery pack that was hanging on the IV pole. The battery pack was opened and a brownish fluid was noticed inside the container holding the batteries.======================manufacturer response for disposable suction irrigator, strykeflow ii (per site reporter)======================